Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the connector pin was broken. Caller states that the patient's ins is depleted and needs to be charged. The caller reported the patient started shaking. No out of box failure was reported. A replacement desktop charger was sent to the patient. No further complications were reported or anticipated with this event.